Event description:
Reporter reported that when hospital staff set the rt206 adult breathing circuit to ventilator, they found that air leakage occured around the water trap.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. The returned device was visually inspected and a leak test was performed. Results: the device looked intact and no physical damage was noted. Moisture was evident around the water trap. When the rt206 adult breathing circuit was tested for leaks, a leak was found around the water trap. This could have been due to the water trap not being assembled or connected properly. All breathing circuits are tested for leaks prior to being despatched. Conclusions: the device failed prior to use. We are aware of complaints regarding leaks in similar types of adult breathing circuits. The occurrence rate is approximately 0.001% worldwide for the last year.